Event description:
It was reported that the spike connector of the uv flash transfer set disconnected from the port of the uv twin bag before it was used. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was returned and evaluated. Visual inspection, leak testing, clear passage testing and clamp function test performed with no issues noted. The uv spike outside diameter measurement was within specification limits. The reported issue could not be confirmed and the cause was not identified. Should additional relevant information becomes available, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.